Event description:
It was reported that in the arctic sun device, patient started cooling this morning, but water had stopped cooling and the device was getting alerts for air filter and water. Nurse stated patient temperature was 34.7c, target temperature was 33c, water temperature was 28c, flow rate was 3.1 l/m, trend indicator showed 2 bars trending upward. Event log showed alert 113 for reduced water temperature control. Nurse stated outlet monitor temperature was 28.9c, outlet control temperature was 29c, inlet temperature was 28.8c, chiller temperature was 4.2c, water flow rate was 3.1 l/m, inlet pressure was 7.0 psi, circulation pump command was 80, mixed pump command was 100 percent, system hours were 1408.6, pump hours were 1009.7. Reporter advised to send device to biomed with 113 notes. The facility did not have another arctic sun device to continue the therapy. Per sample evaluation result received on (B)(6) 2022, the mixing and circulation pump were found to be faulty.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that in the arctic sun device, patient started cooling this morning, but water had stopped cooling and the device was getting alerts for air filter and water. Nurse stated patient temperature was 34.7c, target temperature was 33c, water temperature was 28c, flow rate was 3.1 l/m, trend indicator showed 2 bars trending upward. Event log showed alert 113 for reduced water temperature control. Nurse stated outlet monitor temperature was 28.9c, outlet control temperature was 29c, inlet temperature was 28.8c, chiller temperature was 4.2c, water flow rate was 3.1 l/m, inlet pressure was 7.0 psi, circulation pump command was 80, mixed pump command was 100 percent, system hours were 1408.6, pump hours were 1009.7. Reporter advised to send device to biomed with 113 notes. The facility did not have another arctic sun device to continue the therapy. Per sample evaluation result received on 16may2022, the mixing and circulation pump were found to be faulty.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.